Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using an ilet system with a dexcom g7, characterized by repeated manual meal announcements intended as corrections that contributed to hyperglycemia followed by overtreatment of lows and subsequent rebound highs. Symptoms included fatigue during low glucose and feeling otherwise okay during high glucose, with a recorded high of 319 mg/dl and lows lasting about 30 minutes; oral glucose was used to treat hypoglycemia. Outcomes included temporary interference with daily activities due to out-of-range glucose and the need for user education; there was no medical intervention or hospitalization. Investigation included review of device data and user logs and provision of troubleshooting and education regarding appropriate use, including allowing the system to deliver automated corrections and contacting support if elevated glucose persists beyond approximately 90 minutes. Investigation of this case revealed user-initiated behavior inconsistent with intended use, specifically using meal announcements as a corrective action, which led to oscillations in glucose despite device function. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error rather than device malfunction.